Event description:
It was reported that the patient had an agile failure post-op and underwent revision surgery in 2008.

Manufacturer narrative:
The device was not returned for evaluation. With the available information, a cause or contributing factor cannot be identified.